Event description:
Acct. Reports "injection site malfunctioned, rubber stopper collapsed inward upon insertion of cannula while attempting to draw lab work". "Bd" blunt cannula thread used to insert into injection site. No medical intervention needed for pt.